Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen). Note: test strip-UDI#:(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer's wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 229mg/dl. The customer's expected fasting blood glucose test result range is 98 to 105mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification, customer stores the product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 07/29/2017 and open vial date is 11/03/2016. The meter memory was reviewed for previous test result history: (B)(6).